Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coils. The physician successfully deployed the smart coil into the aneurysm; however the physician met difficulty detaching the smart coil. The physician repositioned the smart coil and it successfully detached using a smart coil detachment handle. There was no report of an adverse effect on the patient.